Event description:
It was reported that while using panel phoenix pmic/ID 55 the customer received a misidentification . This event occurred 1 time. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: customer get the result is s.aureus in the first run, but that result unsuitable with morphology of isolate in media plate. Therefore, they subculture from this isolate and retest. Their result obtain is s.epidermidis in the retest.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: this complaint is for discrepancy of ids when using phoenix panel pmic/ID-55 (448911) batch number 1251253. The customer did not provide panel returns, or isolates but did provide pictures of lab reports for the investigation. To investigate, a total of four (4) retention panels from the complaint batch were tested using qc isolates of staphylococcus aureus (a29213) and staphylococcus epidermidis (pos 3644) on a phoenix m50 instrument and evaluated for identification results. During investigation, all four (4) panels identified correctly. This complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that while using panel phoenix pmic/ID 55 the customer received a misidentification . This event occurred 1 time. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: customer get the result is s.aureus in the first run, but that result unsuitable with morphology of isolate in media plate. Therefore, they subculture from this isolate and retest. Their result obtain is s.epidermidis in the retest.